Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found, the distal lv (low voltage) electrode of the lead was covered in blood. The analyst noted the helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant of the right ventricular (rv) lead, it was noted that after about 50 rotations, the helix only extended approximately 20 percent. The physician removed the pinch-on tool, loosened the torque, and held the rv lead straight, however the helix would not extend further. The rv lead was extracted from the patient's body, and the stylet was pulled out and inserted back in. After several more rotations, the helix finally extended fully. The physician elected not to implant the rv lead as the lead was already extracted from the body. A new rv lead was implanted instead. No patient complications have been reported as a result of this event.